Event description:
Biomed tech called tech support to report a uf (ultrafiltration) problem on a hemodialysis machine: "if the uf goal is less than 1 kg, it removes the correct amount of fluid. If the uf goal is greater than 2kg, the machine puts weight on pt." The tech support narrative indicated that the balancing chamber, hydroblock, flow, and deaeration pump assemblies have been changed. All pressures are good and passes pht. The facility biomed stated the device remains out of svc as she has not had time to work on it. Biomed indicated that a pt with a uf goal greater than 2kg, would leave 1 kg or more heavier than the pre-treatment weight. Pts were brought in for an extra hemodialysis treatment the next day without problem. Biomed did not have info regarding specific pt name, date or event, or number of pts affected.

Manufacturer narrative:
A medical review was performed on the available info. The facility biomed tech reported pts were gaining 1kg or more after hemodialysis treatments on the device. At the time of this report, specific names, dates of treatments, and number of pts affected were not available. Pts did not have an adverse event as a result and came back the next day for a hemodialysis treatment. A supplemental report will be submitted upon the completion of the investigation.